Manufacturer narrative:
Batch number is unavailable and hence unable to perform the DHR review. Current control there is a visual inspection for foreign matter at the qa outgoing inspection and visual inspection for foreign matter at the assembly in-process inspection. As actual sample was not received for further investigation, actual root cause could not be determined. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material#: 305766 lot#: 00382903057665 it was reported by the customer that the needle is covered 3/4 the way down with white plastic coating. Verbatim: rcc received a complaint via email. Email(s) attached. Item: bd305766 -hmms item 117943 issue: needle is covered 3/4 the way down with white plastic coating. Lot #: 00382903057665 sample: sample kept in a container in the clinic photo: n/a.

Event description:
It was reported that bd needle eclipse 18x1-1/2 rb had foreign matter the following information was provided by the initial reporter: it was reported by the customer that the needle is covered 3/4 the way down with white plastic coating. Verbatim: rcc received a complaint via email. Email(s) attached. Issue: needle is covered 3/4 the way down with white plastic coating. Sample: sample kept in a container in the clinic. Photo: n/a.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.